Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). It was reported that the personal support worker raised alenti to remove resident from the tub. When the caregiver turned back, the resident and chair fell to the floor. As a result the resident suffered fractured femur. She was transferred to the hospital emergency room, where the brace was applied. The device was examined by arjohuntleigh representative and was described to be in satisfactory condition, all functions working as intended, safety belt was attached to the chair. The lift was up to manufacturer's specification. When reviewing similar reportable events, a number of cases with similar fault description (alenti tipping) was found. The trend observed for reportable complaints with this failure is currently considered to be low and decreasing. Arjohuntleigh has manufactured about 23000 alenti bath chairs, the complaint ratio with this failure mode is considered to be very low. The instructions for use (IFU version active at a time of distribution of involved alenti: 04.cd.02_7 us,ca dated on april 2004) clearly states how to operate the device properly and gives number of precautions to avoid hazardous situations. "The caregivers should assess each resident according to the following criteria prior to use: the resident should be active or semi-active (i.e. Able to sit upright unsupported on the side of a bed or toilet). The resident should understand and respond to instructions to stay seated in an upright position. As an example the resident should be able to sit unsupported on the side of the bed and on a toilet in order to use the alenti. If a resident does not meet these criteria an alternative lift should be used." As reported, the resident was assessed as "d" in the resident gallery classification, what is described as "able to sit if well supported". She was moved from the bedside to alenti using the passive lift. It can be concluded, that alenti could not have been the right device for this particular patient. Moreover, it was stated that the resident was not wearing safety belts, which is another action contrary to instructions for use: "warning! The safety belt must be used at all times to make sure the resident remains in an upright position in the middle of the seat. The safety belt must be attached to the seat of the alenti on the same side as the backrest and securely fastened with the buckle." The caregiver should look after the resident all the time and pay special attention to positioning of the patient: "warning! Never leave the resident unattended at any time, particularly when the alenti is in a raised position. Ensure that the resident does not pull or hold on to stable objects such as grab rails, sinks and other equipment at any time particularly while the alenti is being moved or the brakes are applied." "Warning! Before lifting the alenti out of the water after a bath, re-position the resident if needed to ensure that the resident is sitting upright in the centre of the chair!" Therefore it appears there has been no technical deficiency with the device and that a use error and unfortunate circumstances caused the event, the most relevant use error being wrong evaluation of the resident for using alenti chair, not paying attention of the patient positioning and not applying the safety belts. Looking at the incident scenario it has been established that alenti hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. There was no device deficiency found and from that perspective the system was up to specification at the time of the incident. When the IFU would have been followed and the professional assessment of the patient would be provided it is highly probable that this event would not have happened.

Event description:
It was reported by the facility representative that after bathing the resident, the personal support worker raised alenti to remove resident from the tub. The caregiver turned back and then noticed resident and chair on the floor. It was stated that the resident did not wear the safety belt. Moreover, the resident was a (B)(6) woman who was classified as d in the resident gallery classification, what means that she was able to sit only if well supported. She was usually transferred from the bedside to alenti using the passive lift.